Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One euphora rx balloon catheter was attempted to be used to treat a severely tortuous, moderately calcified lesion with over 70% stenosis in the proximal lad. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that the balloon burst instantly. It was stated that inflation difficulties were noted and at 6atm the balloon failed to inflate. The device was not moved or repositioned prior to the inflation difficulties. Another balloon was used successfully. No patient injury reported.